Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was received. Additional information 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 1 event was previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2021-00217 but should be included under this report. 2 previously reported events are included in this follow-up record. Product return status 1 device was received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 2 events were previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 0001811755-2021-00217 but should be included under this report. - 3 previously reported events are included in this follow-up record. Product return status 3 devices were received.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. - 3 events had no patient involvement; no patient impact.